Event description:
It was reported that patient was hospitalized due to high blood glucose levels of 215mg/dl with associated sickness, headache, hard time to breath and received treatment with manual injection. The patient was found positive for ketones and duration of hospitalization was greater than twenty four hours.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.